Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the device was unable to be interrogated and there was no magnet response. The device remains in use awaiting further consultation with the physician. No patient complications have been reported as a result of this event.